Event description:
It was reported that the patient experienced a pericardial effusion with a decrease in blood pressure. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave catheter the patient experienced a pericardial effusion with a decrease in blood pressure. Pvi was completed with the farawave catheter, then a non-boston scientific mapping catheter was inserted into the left atrium (la). After mapping the la post-pvi testing was done, and an effusion was seen on intracardiac echocardiography (ice). Shortly afterwards the patient's blood pressure decreased, and the epicardium was tapped. The patient was transferred to the operating room (or) for surgery. The patient was hospitalized afterwards. The procedure was completed successfully despite the complication. The patient's condition is currently unknown. The device has been received and is pending analysis.

Manufacturer narrative:
Device evaluated by MFR.:upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported events of pericardial effusion and hypotension are considered known inherent risks of the farawave catheter and are included in the list of potential complications in the catheter instructions for use.

Event description:
It was reported that the patient experienced a pericardial effusion with a decrease in blood pressure. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave catheter the patient experienced a pericardial effusion with a decrease in blood pressure. Pvi was completed with the farawave catheter, then a non-boston scientific mapping catheter was inserted into the left atrium (la). After mapping the la post-pvi testing was done, and an effusion was seen on intracardiac echocardiography (ice). Shortly afterwards the patient's blood pressure decreased, and the epicardium was tapped. The patient was transferred to the operating room (or) for surgery. The patient was hospitalized afterwards. The procedure was completed successfully despite the complication. The patient's condition is currently unknown. The device has been received for analysis.